Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a luer activated valve flo-guard solution adminstration set leaked from an unspecified location. This was observed during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed and noted that the tube had been cut from the chamber, and no chamber had been returned. The cut end of the tube was closed with a clamp and the other end of the set was attached to an air flow, submerged into a bath of water and the air pressure was gradually increased. As a result, the sample leaked from a crack in the luer lock. The reported condition was verified. The cause of the condition was determined to be a manufacturing related issue and the most probable cause was an issue during the molding process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.